Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was delivering insulin without registering the delivered insulin. The customer¿s blood glucose level was unknown but normal at the time of the incident. The customer also reported that the pump rewind was slower then in the past, and the pump had diminished battery life. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.